Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to a product performance anomaly. Additional information indicated that the physician was not happy with lv paced morphology and patient is experiencing stimulation in all vectors due to lead placement and patient anatomy. No additional adverse patient effects were reported.